Event description:
I had lasik. A few days after, I developed floaters, which are severely damaging to mental health. A few weeks after I developed corneal neuralgia. This means that I am in constant, debilitating pain. Neither of these issues were listed on the consent forms and therefore I could not give informed consent. My life has been ruined due to these issues and I am in danger everyday of taking my life. On top of these issues, I have severely dry eyes, ghosting and double images, starburst and glare. Lasik should not be legal because it ruins lives. I am spending thousands of dollars for treatments that may not work and I see no end in sight. I'm also on nerve medication that has caused me numerous side effects. Also, long term effects of lasik are unk. This surgery is marketed as a safe thing but that is completely deceptive. Please ban this and other elective eye surgery such as prk and smile. My dr was (B)(6). I was a happy, healthy person before the surgery. I did not need this surgery. This could have been avoided. FDA safety report ID# (B)(4).